Event description:
It was reported that a pericardial effusion, perforation, and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman fxd curve access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. During retraction of the pigtail catheter and insertion of the wds into the was, the transesophageal echocardiography (tee) images were lost sight of, so the procedure was paused to confirm the was was not too deep into the laa. As the wds was advanced into the was, the was continued to lift. However, on echocardiography, the was appeared to not be too deep in position and the flx ball was created with the wds to deploy the closure device. As soon as the shoulders of the closure device opened, bubbles were seen in the transverse sinus due to saline that was flushing into this space. The closure device had a low compression. It was identified that the laa was perforated. A circumferential pericardial effusion was seen. The closure device was attempted to be partially recaptured to seal off the pericardial effusion; however, the closure device could not exit the transverse sinus space. Therefore, optimal device placement could not be obtained. Cardiothoracic surgery was called and a pericardiocentesis was performed to treat the pericardial effusion as well as an autotransfusion was initiated. The patient remained hemodynamically stable. Open cardiac surgery was then performed to remove the closure device, and the laa was ligated. The patient was hospitalized and extubated one day post procedure, but was doing well in recovery following this event. The patient was then later discharged home six days post procedure.